Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sunblade 150 central processing unit (cpu). The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. We sent the customer a loaner system until we could evaluate and repair the device. When the customer returned the device to welych allyn for evaluation we confirmed read errors on the cpu hard drive. The read errors caused the system to crash and not come back. When we replaced the failed hard drive and reloaded the software the system functioned normally and passed all production tests. We use a code that uses the term "event." By "event" here we mean the loss of centralized monitoring. We wish to distinguish "event" from "adverse event". There was no patient harm reported associated with the device failure and thus no adverse event.

Event description:
The customer stated that the acuity system crashed and would not reboot, resulting in a loss of centralized monitoring. Beside monitors would continue to monitor patient vital signs throughout the outage. Note from a1: hospital staff reported that there were patients connected to the system at the time, but did not report any patient ID's.